Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02262. It was reported the pt had not used her system in over a yr due to burns she rec'd while charging her ipg. She stated her ipg will no longer charge. The pt was advised to consult with her physician about the next course of action. No further info is available at this time. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction/removal numbers: 1627487-05242011-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.